Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qbbqke, and no non-conformances were identified. (B)(4). Device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) 2021. Customer corrected complaint description upon this request: suture broke after several tissue passages in the area between needle and middle of the suture. What was used to complete the procedure? Same like suture from same packaging was used. In relation to needle, what is the approximate location of suture breakage? See above. Note: event reported in 2210968-2021-06047, 2210968-2021-06048.

Event description:
It was reported that a patient underwent a femoral popliteal bypass on (B)(6) 2021 and suture was used. During the procedure, the suture broke after several tissue passages in the area between needle and middle of the suture. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/4/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened box with twenty-six packets of product code ep8707h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.